Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. The device was replaced with a non-boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. The device was replaced with a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. A baseline testing found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. A baseline testing found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. The device was replaced with a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.